Event description:
It was reported that this device was replaced after safety mode was declared. No adverse patient effects were reported. Should the device be returned this investigation will be updated.